Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips involved with this complaint were tested and product was found to have been expired at the time of the complaint. Instructions for use indicate test strips must be used prior to expiration date. No product analysis required. The meter was also tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to how she felt. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported the alleged inaccuracy began on (B)(6) 2011 at 1:30pm. The patient claimed that on (B)(6) 2011 she obtained a high blood glucose reading (patient does not recall the reading) with the subject meter and compared the reading to an "unknown" result on a hcp meter during a routine exam. The patient reported she manages her diabetes with an insulin pump. The patient reported that she developed no symptoms as a result of the issue. The patient confirmed that on (B)(6) 2011 at 1:45pm she was given oral glucose by her hcp as a response to the readings on the hcp meter. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The cca trained the patient on testing as the patient was testing using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention by an hcp suggestive of severe hypoglycemia while using the subject meter.